Manufacturer narrative:
The pacemaker remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this pacemaker, the patient experienced pocket bleeding in the pocket, along with pain and vomiting. Additional medical intervention was required to stop the bleeding, stabilize the patient, and complete the procedure. The patient placed in the intensive care unit overnight for observation. No additional adverse patient effects were reported.